Manufacturer narrative:
Device manufacture date corrected to: 03-may-2016. Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -11.00 diopter, implantable collamer lens tore during injection/delivery into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced within the same surgery. It was reported that there was patient contact but no injury.